Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result for one patient sample which was discordant relative to repeat testing. The tnih instructions for use (IFU) states the following, under interpretation of results: " results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
A customer reports observation of an elevated atellica im high-sensitivity troponin I (tnih) result for one patient sample which was discordant relative to repeat testing. Tnih kit lot 098 was in use at the time. An initial result above reference threshold was obtained for the patient in question. The sample was re-tested using the same instrument and reagent pack, and a lower result (within reference range) was produced. The lower result was accepted as consistent with the patient¿s clinical picture. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with the observed discordance.

Manufacturer narrative:
MDR 1219913-2024-00294 was initially submitted on 24-apr-2024. Update, may 2024: siemens has concluded the investigation. A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result for one patient sample which was discordant relative to repeat testing. Reagent performance issues were essentially ruled out, as assay quality control (qc) results were within expected ranges, and no issues were observed with other patient samples. Review of instrument log files did not reveal any evidence of hardware issues affecting delivery of sample or reagents. It was noted that the pressure profile for the aspiration of the affected sample displayed a slight anomaly, but was still within expected limits. Some noise was identified in liquid level sensing, leading to a recommendation for additional service, but this was not determined to be a cause for the discordant result. Although a specific cause was not identified, the nature of the discordant result is consistent with a sample-integrity issue. No product problem was identified. The customer is operational. Note: in section h6, codes for investigation findings and investigation conclusions have been updated.